Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported rupture of left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Photo analysis. Visual analysis of the photographs identified . Opening on radius.

Event description:
Healthcare professional reported bilateral capsular contracture, baker grade iii/IV. This is the left side record. The device has been explanted. Healthcare professional reported rupture at the time of explant surgery.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii/IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Device remains implanted.